Event description:
It was reported that the patient's blood glucose level rose to 510mg/dl. The patient was given a correction bolus via the pump, and the patient's blood glucose level went to 298mg/dl. It was reported that the patient was in the doctor's office earlier in the day and is being treated for ticks with lotion. The pump settings were reportedly adjusted recently by the patient's healthcare provider.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.